Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
"It didn't fit right - seems like my teeth went too far to the edge leave too much material in center to fit comfortably". The other fit well but the two sections split apart after a couple nights. Please replace 2.